Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received error alarm. The customer¿s blood glucose level probably in the 250 mg/dl range. The customer was neither hospitalized nor admitted for high blood glucose. The customer treated high blood glucose with syringe. The insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display. No audio or beep or vibrate anomaly noted. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.